Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hp reservoir. The incident occurred in (B)(6). This medwatch is being filed on behalf or sorin group (B)(4). Sorin group (B)(4) received a complaint that the reservoir clotted off during a case. The reservoir was changed out and the procedure was completed without further issues. There was no impact to the pt as a result of the issue. No visible defects were noted during visual inspection. The reservoir de-foamer was completely wetted out with blood and evidence of cellular deposition was seen throughout the reservoir but no significant clotting was noted. Breakthrough volume testing found a slightly higher breakthrough volume in the returned reservoir when compared to a control reservoir from inventory. The higher values are most likely a result of the significant amount of cellular deposition. This is normal for a used reservoir. It is possible that the increase in breakthrough volume was also contributed to by other substances that may have been used during the surgery. Communication with the sales representative has indicated the possibility that a bio-glue was used during the case. This type of incident is consistent with platelet activation and increasing clotting over time by micro aggregates. It appears that the phenomenon may be linked to pt hematological conditions, as well as surgical-pharmaceutical conditions. Episodes of extreme hemostasis can occur due to biological events related to the pt, medications and/or surgical contributions experienced during surgery.

Event description:
Sorin group (B)(4) received a complaint that the reservoir clotted off during a cause. The reservoir was changed out and the procedure was completed without further issues. There was no impact to the pt as a result of the issue.